Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 550 mg/dl at the time of incident and 332 mg/dl at the time of call. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with syringe over the phone for high blood glucose level. Customer also stated that the insulin pump was not communicating with sensor due to lost sensor signal. The device will not be returned for analysis.